Manufacturer narrative:
Product in complaint was returned to zoll (B)(4) for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
It was reported during a device check, that the battery capacity reduced sooner than it should. The battery charge status indicator reduced after 3 days of no use. There was no report of any patient involvement. No additional details were provided.

Manufacturer narrative:
Autopulse li-ion battery (s/n (B)(4)) was returned to zoll (B)(4) for evaluation. Visual inspection was performed and no damage was observed to the battery case and or the connector terminals. Upon receipt, the battery charge status indicator showed an amber led. After charging the battery for 24 hours, the green led was illuminated. The reported complaint was not confirmed. Therefore, a root cause could not be determined. The battery passed all testing.